Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Engineering also found tube damage and corroded clamping pulleys. The main tube exhibited wear with light material removal and a rough surface finish in various areas along the tube length. The housing was removed to find excessive white residue and light pitting corrosion on all clamping pulleys. The backend components exhibited a brown discoloration. Engineering concluded that the tube and clamping pulley damage was likely due to improper cleaning processes. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s total benign hysterectomy procedure the maryland bipolar forceps instrument was noted to have a broken wire. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.